Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence and an erosion at the cuff site. A deactivation kit was implanted, and erosion removed. There were no additional patient complications.